Manufacturer narrative:
Additional information was received that the patient was doing well postoperatively.

Event description:
A report was received that the patients having difficulty charging the ipg. It was also noted that the ipg was too deep. The patient underwent an ipg revision procedure.

Event description:
A report was received that the patients having difficulty charging the ipg. It was also noted that the ipg was too deep. The patient underwent an ipg revision procedure.